Event description:
It was reported that the external pulse generator (epg) shut itself off even if the batteries were replaced. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.